Event description:
It was reported that this right ventricular (rv) lead was repositioned as due to low amplitude. The repositioning was successful and the device remains in service. No additional adverse patient effects were reported.